Event description:
It was reported that the pump was hot to the touch. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.